Manufacturer narrative:
This supplemental report is being submitted to provide additional information. It was found that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time: may 6th, 2019] the suction channel: bacillus licheniformis (7cfu/channel), micrococcus luteus (5cfu/channel), and staphylococcus epidermidis (2cfu/channel) [second time: may 14th, 2019] the suction channel: bacillus (3cfu/channel) the subject device had been reprocessed with a non-olympus automated endoscope reprocessor, advantage (medivator), using peracetic acid. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus europa se & co. Kg (oekg). Oekg sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from all channels of the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as results of two microbiological testing by the user facility, the subject device tested positive for unspecified microbes twice. The user facility did not provide other detailed information such as the number and the type of microbes. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.